Event description:
The customer reported that when preparing for a partial joint fusion procedure, the system was set up and waiting for the case to begin. The surgical staff noticed a burning smell emanating from the monitor cart. The system was shut down and pulled from the room. The procedure was cancelled due to no alternate system being available. There was no pt injury as a result of the cancellation.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found an input line filter assembly for monitor cart defective. He replaced the line filter and tested the system. The system now powers on and boots normally. The system is operating as intended.